Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak associated with the patient's pd treatment. There was an air detected in cassette warning during fill 1 of 5. Air bubbles were found in unused lines and the drain line. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. The patient was advised to let the cycler air dry and use again the next day. In a follow up, the patient's caregiver verified the fluid leak event. The caregiver said there was no harm, intervention or adverse event associated with the fluid leak. The patient let the cycler air dry overnight and has been using it without any further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.patient sensor check passed.system air leak test passed.valve actuation test passed. Post-ast (2hr 15 min) 8500 ml simulated treatment was performed without any failures.no fluid leaks in the test cassette during the treatment test.an internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly.the cause of the observed dried fluid could not be determined.there were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak associated with the patient's pd treatment. There was an air detected in cassette warning during fill 1 of 5. Air bubbles were found in unused lines and the drain line. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. The patient was advised to let the cycler air dry and use again the next day. In a follow up, the patient's caregiver verified the fluid leak event. The caregiver said there was no harm, intervention or adverse event associated with the fluid leak. The patient let the cycler air dry overnight and has been using it without any further issues.